Event description:
[Redacted name] came back from break and the surgical team was under the drapes working on the bed with the manual controls. I was told the "head went down on its own". We went to get another bed. When all was settled, the head went down again. The bed went in severe trendelenburg position, with the sterile team bracing the patient so they did not slide off the bed.